Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic sleeve gastrectomy. According to the reporter: used for third firing, with firings beginning at pylorus of stomach. Staples did not form, but knife cut through tissue. Some staples deployed, some didn't. Most did not form at all. Another reload was used on the same portion of tissue, with the same result. A 60mm/4.8mm reload was then utilized, which sealed and transected the tissue in question. No after-market tissue reinforcement was used. Unanticipated tissue loss, as physician was required to staple on tissue again to close it. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. Current pt status: doing well.